Manufacturer narrative:
A root cause for the patient's driveline infection could not be determined through this evaluation. The patient remains ongoing and no additional complaints have been reported at this time. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient is continuing to be treated for the driveline infection and has repeat cultures at regular intervals to monitor the driveline and assess treatment.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt is admitted for a driveline infection. Customer reports the pt is being treated with oral antibiotics and being monitored.